Event description:
Reportedly, the surgeon used one dgia 80 and 3 gia dlus (staple size not reported, 3.8 or 4.8; there is not any batch # reported). Three (3) days after, it was necessary to re-operate on the patient. The surgeon (or assistant) had not noticed any problem with the staple lines (in fact, he does not remember). Mediastinum infection. Procedure: esophageal surgery (cancer). Procedure date: 1998.